Event description:
Reporter noted abnormalities in corneas post-op. Follow-up noted corneal edema and folds (striae) observed. Pts generally recover well, unless they have a history of compromised corneas. No specific dates or pt info available.